Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, the mcs tip cover accessory installed on the mcs tip cover fell into the patient. Per the information provided by the site, the tip cover was retrieved from the patient.

Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument fell off inside of the patient. On july 16, 2015, intuitive surgical, inc. (Isi) contacted the site's perioperative educator regarding the reported event. According to the perioperative educator, the tip cover was retrieved laparoscopically, and the procedure was completed with a replacement mcs instrument and tip cover accessory. The perioperative educator was unable to provide the specific date that the reported event occurred, only that the event occurred at the beginning of 2015. There was no harm to the patient. According to the site's perioperative educator, electrolube was applied prior to installation of the tip cover on to the mcs instrument and there was no resistance noted while the mcs instrument was being advanced into the patient. The tip cover was discarded and there is no video recording of the surgical procedure.